Manufacturer narrative:
A supplemental report is being submitted for additional event details. Additional products: d1: heartware ventricular assist system - battery d4: model #: 1650de / catalog #: 1650de / expiration date: unknown / serial#: unknown d9: no h3: no h4: mfg date: unknown h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the battery with the power disconnect alarms continued to be used by the patient and had erroneous critical battery alarms with a loss of power along with another unknown serial number battery on the same day. This was not reported to clinicians by the patient.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Continuation of d10: dvpb3d4 ICD implanted (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a review of the log file indicated that the battery had two power disconnect alarms. The patient was advised not to use the battery anymore. The battery remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for a revision to the product event summary. Revised product event summary: one (1) battery (B)(6) was returned for evaluation. One (1) battery with unknown serial number was not returned for evaluation. A review of (B)(6) device history record confirmed that the associated device met all requirements for release. A review of the device history record for the remaining battery was not performed as the reported event and analysis are not related to a manufacturing or servicing issue and the serial number was unknown. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of (B)(6) revealed that the battery passed visual inspection and functional testing. Internal visual inspection revealed no anomalies. Review of the alarm log file did not reveal any power disconnect alarms within the analyzed period; however, review of the data log file revealed two (2) instances involving (B)(6) within the analyzed period where the battery¿s relative state of charge (rsoc) value was logged between 101-201, which is indicative of a communication error. A communication error will trigger a power disconnect alarm if the other power source is a power adapter or a battery with an rsoc greater than 25%. Further review of the alarm log file revealed two (2) critical battery alarms logged on (B)(6) 2024 at 02:49:44 and 03:02:20 due to communication errors involving (B)(6) and an unknown battery. Of note, the unknown battery¿s serial number was recorded as ¿0¿, which indicates that the battery was in a sealed state condition; therefore, the controller was unable to obtain the serial number when communicating with the battery, causing the serial ID to be logged as ¿0¿. The sealed state condition does not impact normal operation of the battery. As a result, the reported events were confirmed. (B)(6) had been lubricated prior to release. The most likely root cause of the reported critical battery alarms can be attributed to communication errors between the controller and the battery. Possible root causes of the communication errors, and resulting reported power disconnect alarms, can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. Based on an investigation conducted, the most likely root cause of the battery sealed state condition event can be attributed, but not limited, to a communication error between the controller and battery and/or a fault in the main integrated circuit that controls the battery. Additional products: d1: battery d4: serial#: unk h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the battery ((B)(6)) was returned for evaluation. A review of the device history record confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the battery passed visual inspection and functional testing. Internal visual inspection revealed no anomalies. Review of the alarm log file did not reveal any alarms within the analyzed period; however, review of the data log file revealed two (2) instances involving (B)(6) within the analyzed period where the battery¿s relative state of charge (rsoc) value was logged between 101-201, which is indicative of a communication error. A communication error will trigger a power disconnect alarm if the other power source is a power adapter or a battery with an rsoc greater than 25%. As a result, the reported event was confirmed. The battery had been lubricated prior to release. Possible root causes of the communication errors, and resulting reported power disconnect alarms, can be attributed to momentary disconnections on the comm unication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the battery (B)(6) was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis could not be performed since log files were not available. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported power disconnect alarm event can be attributed, but not limited, to communication errors, momentary disconnections, improper weld, soldering defect, and/or a marginal connection between the battery and controller. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.